Event description:
It was reported that the customer received a motor error alarm and that the insulin pump was not delivering insulin or turning on. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The alarm occurred upon inserting batteries into the insulin pump. The customer had also received the motor position encoder error alarm as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window and stained end cap sticker noted.